Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer was provided complete pump reset information. Alson declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.